Event description:
Event occured as described by complainant below - "handle did not light when attached to the laryngoscope blade."

Manufacturer narrative:
Complainant also informed that an additional lot number was effected in this complaint - lot number: 20060655, exp:06/30/2020, manufactured: 06/01/2020, report related to medwatch report mw5116301.